Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the skin graft mesher produced an incomplete mesh during a cadaver lab procedure. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). And a 2:1 ratio cutter, serial number(B)(4). For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Nineteen times as documented in the repair reports in livelink. The last repair was (B)(6) 2018, where it was reported that the device was producing an incomplete mesh and the stabilizer foot was replaced. The 1.5:1 ratio cutter, serial number (B)(4). And a 2:1 ratio cutter, serial number (B)(4). Both produced an incomplete mesh and were deemed non-repairable. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018, revealed that the calibration was out of specification. The device produced a passing sample mesh using our test cutter. The gear and roller had visible damage. The 1.5:1 ratio cutter, serial number 1511064, and a 2:1 ratio cutter, serial number (B)(4). Both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and gear. Skin graft mesher, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested per. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The cutters were last in for evaluation on (B)(6) 2018, where it was also noted that both cutters produced an incomplete mesh and were deemed non-repairable. It was also noted that the gear and roller had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The cutters were last in for evaluation on (B)(6) 2018, where it was also noted that both cutters produced an incomplete mesh and were deemed non-repairable. It was also noted that the gear and roller had visible damage. It is unknown with the information that was provided how this occurred. The instructions for use (#06001810592, rev 02-11) states on page 1 that ¿a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.